Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was not performed due to power up problem. Unable to power up pump also interconnect pbc and power supply smell like burning and smokes odor. Power supply and interconnect pcb damaged due to electrical short. Service replaced power supply and interconnect pcb.

Event description:
It was reported that the pump is delivering wrong amount. 20mls was given but pump said 27mls.